Manufacturer narrative:
A ge service rep performed an on site investigation. Replaced power cap module and filament driver pcb. Filament calibration system test completed and system found to be fully functional and put back into service.

Event description:
Prior to start of case customer reported that the 9800 system made a loud pop and the c-arm displayed a-d channel 3 failure. After re-booting a pre-charge timeout error was indicated. No pt info was given.